Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade unknown, and "fell".

Event description:
Patient reported left side "pain, capsular contracture" baker grade unknown, and that the breast ¿fell." Device remains implanted.

Event description:
Healthcare professional reported calcifications of probable fibrocystic origin. The baker grade is IV.